Manufacturer narrative:
The zoll console in complaint has not been returned to zoll for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the serviced device showed inaccurate temperature values for high or low temperature settings. Also, the ivtm thermogard xp system seems to be switching to standby mode without any error or user interference. No patient involvement was reported.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was one complaint reported on 04/28/2016 for the console with serial number (B)(4) for system displaying tcm-ID 06 (cooling engine (ce) {pst failure). Cooling engine was replaced to remedy the tcm-ID 06. Visual inspection was performed and found no physical damages observed upon receipt. The patient data and event log files were downloaded and analyzed. The analysis showed no error codes. Although, the console passed functional testing, the customer complaint that the console shows drop in temperature on high rail and peaks in low rail, and switching to standby at long test mode was confirmed and was attributed to bugs in the software which were fixed in the released software version.